Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 296 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged. There was also some pain, redness, irritation, and bruise at the pod site. Treatment for reported issue was not provided.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. Inspection of the formed needle found the tip of the formed needle to be squared off and dull. No other damages or deficiencies were observed that could have contributed to the reported skin condition irritation and pain during insertion at the infusion site. The inadequate needle tip was confirmed to be the cause of the reported skin condition irritation and pain during insertion at the infusion site.